Event description:
The patient's vision changed due to the lens tilting. The haptic appeared to be more flexed due to capsular bag contraction, causing the edge of the lens to rest more to the posterior of the bag. A secondary procedure was performed to reposition the lens.

Manufacturer narrative:
(B) (4). Haptic appeared to be more flexed due to capsular bag contraction.